Event description:
It was reported to bsc/target that gdc 10-soft sr stretch resistant synerg detection circuit detached prematurely. The device was removed successfully. The patient's condition was not affected by this event.